Manufacturer narrative:
Block b3: the date of event was approximated.

Event description:
It was reported that the patient with artificial urinary sphincter (aus) had allergies to doxycycline and wanted to know if his symptoms were related to the inhibizone. There was no additional information provided.